Event description:
It was reported that during a gastrectomy procedure, air leaked early in the case. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.